Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the two right ventricular leads and the y-adapter had high thresholds and were capped and abandoned. It was further reported that a right atrial lead was attempted to be implanted but due to high threshold and the lead unable to capture at 10 volts it was removed. The leads and the adapter were replaced and no patient complications have been reported as a result of this event.